Event description:
The customer reported via phone call that they had a no delivery alarm when attempting to bolus. Customer also reported their insulin pump displayed the incorrect time. Customer's blood glucose was 407 mg/dl at the time of incident. The customer stated the alarm was resolved by a complete set change. Customer also reported driving to the hospital to get their back-up plan. The customer reported not remembering driving to the hospital. The customer's blood glucose was 95 mg/dl at the time of the call. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.